Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a ch2000s-pc spinning spiros attached to a luer lock syringe. A ch2000s-pc spinning spiros is designed to remain engaged to a mating device once the spin feature is activated. This is normal product function. There was no evidence of leakage that was observed from the photos returned. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
H10: additional information in section b3 date of the event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date involving a spiros¿ closed male luer that had a leak in the beginning of administration of bortezomib - velcade 3.5 mg. The drug came in contact with the patient and/or healthcare provider and was not cleaned up by protocol but by using a compress. The tubing was not replaced as the syringe was impossible to disconnect from the spiros and the preparation had to be redone. There was patient involvement and a delay in critical therapy. However, there was no report of adverse event and no medical intervention was required.